Manufacturer narrative:
Initial reporter phone no: (B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The actual sample was not available for investigation. However, a picture of the impacted prismaflex m100 set c from lot 19l2003 was provided. The visual inspection of the provided picture showed a cracked cone of the male luer resulting in a blood leak. The reported condition was verified. The cause was manufacturing related. A nonconformance has been opened to address this issued. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a prismaflex m100 set c, an external blood leak was observed due to a damaged luer connector. There was patient involvement but no patient impact and no medical intervention. No additional information is available.